Manufacturer narrative:
(B)(4). The reported complaint was verified for missing segments. Both sides of the display (front) pcb were affected. Investigation found that the 44 pin cable was disconnected from the main pcb. Re-connection of this cable allowed the unit to pass all tests.

Event description:
Received a customer report of an n-560 where there was sometimes no display. There was no patient involvement.